Manufacturer narrative:
Device has not been returned for eval; review of info provided by the reporter. The review of the mfg quality records is in progress. Based upon the available info, the exact cause for the reported event cannot be determined. There are many complex clinical variables, such as pt condition/medical history, which may have been related to the reported infection. However, there is no available evidence that the reported event was related to a product malfunction or defect. The device had been in place for more than 13 years. The potential for such an event is addressed in the adverse reactions section of the IFU which states, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All available info has been placed on file for use in tracking, trending and f/u.

Event description:
It was reported to gore that a pt underwent an open right inguinal and abdominal hernia repair on (B)(6) 1996, where gore mycromesh biomaterial was used. The gore mycromesh biomaterial was sutured beneath a bard marlex mesh and positioned such that the gore mycromesh biomaterial faced the viscera. It was noted that the pt tolerated the procedure well and was discharged. In 2006, the pt underwent exploratory laparotomy, appendectomy, and lysis of adhesions. On (B)(6) 2010, the pt underwent a procedure for the removal of infected mesh, small bowel resection and closure of a suprapubic hernia using dermocutaneous flap and primary closure. During this time, it was noted that the pt history included multiple abdominal surgeries, including vena cava repair, cholecystectomy, appendectomy, tracheostomy and incisional hernia repair. The pt was reported to have tolerated the procedure well and was discharged.